Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached around 320 mg/dl while wearing the pod between 4 and 24 hours. Patient reported the pod was leaking during wear. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and the device was received with the soft cannula deployed. The exposed portion of the soft cannula was observed to be kinked and have a tear which resulted in fluid leaking from the fluid path. It could not be determined when or how this damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Initial inspection of the device found significant damage to the top housing with evidence of post use damage. The damage included two holes in the top housing, one above the reservoir and one above the linkage assembly rivet. Inspection of the internal components found a black substance inside the device and found damage to the reservoir and linkage assembly rivet which lined up with the holes in the top housing. This indicates that these damages were caused post use. These damages did not affect the investigation, as the damage to the reservoir did not prevent fluid from flowing through the fluid path during the fluid path testing and the black substance did not prevent the download of the pod data or hinder any investigation tests.